Event description:
During an unknown procedure, it was reported the reciprocating blade was then inserted into the truclear device and once window-locked, the suction of the cavity was lost. At this point, with the device being unable to restore adequate distention of the cavity, the instrument was removed and curettage performed with a curette in a circumferential fashion.

Manufacturer narrative:
Inspection of the returned device indicated that the laser mark location on the inner tube was incorrect. This prevents the device from being window-locked properly when using the laser marks as indicators. The root cause was traced to operator error in the laser marking procedure within the supplier¿s manufacturing process. To prevent this incident from occurring, the supplier will retrain operators and increase the sample size for inspection after the inner tube is laser marked. This is one isolated incident, we will continue to monitor trending and take proper action as necessary. No further action is warranted at this time. (B)(4).

Manufacturer narrative:
Device evaluation yet to be completed. (B)(4).